Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty to advance could not be confirmed as the conditions could not be replicated in the lab. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: ¿perform a femoral angiogram to verify the location of the puncture site¿. It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case the device was likely incorrectly inserted due to the lack of imaging to place the device or interactions with patient anatomy. The device became stuck in the anatomy and during efforts to remove the device the guide separated. It was noted that neither cuff was ejected likely due to the device not being attempted to be deployed. Additionally, the guide tube, actuator wire, and sheath were damaged during efforts to remove the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, the foot was not separated. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery (rcfa) using a prostyle device after an interventional left heart catheterization procedure with a 6f sheath. Reportedly, femoral imaging was not performed. The prostyle device was difficult to advance. When an attempt was made to remove the prostyle device, the device was stuck and broke in pieces. The guide and one half of the prostyle foot were broken off. To retrieve the broken component, the physician inserted a 7f sheath into the left common femoral artery (lcfa) and utilized a snare device to remove the broken portion from the rcfa. The footplate was never deployed. The piece of the device was successfully and carefully extracted without causing vessel damage. The pre-close technique was subsequently abandoned. The left heart catheterization procedure was completed using the same sheath size used in the rcfa. Manual compression was applied bilaterally to both the rcfa and lcfa to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: failure to follow steps / instructions.